Event description:
It was reported that, "pt stated that after her total knee replacement, everything was going well until she developed an infection. On (B)(6), 2009, a piece of the implant was replaced and infection was cleaned out."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.